Event description:
Abbott diabetes care (adc) received a declaration from mhra, in which a healthcare professional reported the following on behalf of a 14 year-old, type 1 diabetes patient: on (B)(6) 2023, the patient was switched from a basal bolus regimen to insulin pump therapy. Between (B)(6) 2023, the patient's mother was in ongoing communication with their diabetes care team, reporting that the patient felt unwell with symptoms of gastroenteritis, vomiting, and inability to tolerate food or liquid. The care team had access to the adc device (sensor) data, which indicated that the patient was experiencing hyperglycemia (high blood glucose) at this time. However, it was reported that insulin pump data was unavailable, and that there was difficulties uploading both the insulin pump data and blood glucose data. It was not specified which data management system was in use. It was additionally reported that on the morning of (B)(6) 2023, ketone monitoring ceased to work. Details regarding the specific product issue were not provided. It also cannot be confirmed at this time, from the information provided, that ketone monitoring was being performed on an adc device. The following morning on (B)(6) 2023, it was advised by the diabetes care team that the patient be brought to the hospital. Upon entrance to the emergency department, the patient went into cardiac arrest and experienced 9 minutes of downtime. The patient was stabilized and transferred to adult itu (intensive therapy unit), prior to transfer to picu (pediatric intensive care unit) at another hospital. A MRI showed the patient suffered severe hypoxic brain injury, with the determination that there will be lasting neurological impairment. Studies have shown cardiovascular risk in adolescents with type I diabetes to be significantly increased due to continued exposure to hyperglycemia. Adc assessment of the information available at this time concludes that in the days prior to the patient experiencing cardiac arrest, the adc device (sensor) had provided proper notification of the patient's hyperglycemic state via high readings. While it was reported that there were issues with data upload, the care team not being unable to see the data in the management system does not preclude patient or caregiver from receiving readings, alarms, or notifications from the physical device and being able to monitor glucose levels. It is inconclusive if the failure to obtain blood ketone results for the day prior to the patient's cardiac arrest contributed to the patient's eventual outcome. However, it is the opinion of adc that proper and timely intervention upon notification of the patient's hyperglycemic state would decrease the probability of ketones and therefore the inability to monitor ketones for one day would not likely cause or contribute to the patient's cardiac event. Given the information presented at this time, it is inconclusive that an adc device or product led to or contributed to the patient's cardiac event and subsequent neurological impairment. Adc will continue attempts to obtain further information regarding this event, and when further information is obtained, a follow up will be sent.

Manufacturer narrative:
Extended investigation is pending at this time. A follow-up report will be submitted once investigation activities are complete or additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application, as this report concerns a UK customer. This is same/similar to us freestyle libre 2 ios application part number 71926-01. As it is unknown if the customer was using android or ios with the adc device, device information has been populated for ios. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported issue was investigated and attempted to be replicated using similar configurations. The reported issue was unable to be replicated and the system functioned as intended. The fsll app was able sync the insulin data via novopen echo plus and store it in the logbook. The app was also able to receive glucose data and manually enter the insulin data but not via insulin pump as it isn't an intended feature as per the app¿s design specification. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. This serves as a correction report. Section h10 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a declaration from mhra, in which a healthcare professional reported the following on behalf of a 14 year-old, type 1 diabetes patient: on (B)(6) 2023, the patient was switched from a basal bolus regimen to insulin pump therapy. Between (B)(6) 2023, the patient's mother was in ongoing communication with their diabetes care team, reporting that the patient felt unwell with symptoms of gastroenteritis, vomiting, and inability to tolerate food or liquid. The care team had access to the adc device (sensor) data, which indicated that the patient was experiencing hyperglycemia (high blood glucose) at this time. However, it was reported that insulin pump data was unavailable, and that there was difficulties uploading both the insulin pump data and blood glucose data. It was not specified which data management system was in use. It was additionally reported that on the morning of (B)(6) 2023, ketone monitoring ceased to work. Details regarding the specific product issue were not provided. It also cannot be confirmed at this time, from the information provided, that ketone monitoring was being performed on an adc device. The following morning on (B)(6) 2023, it was advised by the diabetes care team that the patient be brought to the hospital. Upon entrance to the emergency department, the patient went into cardiac arrest and experienced 9 minutes of downtime. The patient was stabilized and transferred to adult itu (intensive therapy unit), prior to transfer to picu (pediatric intensive care unit) at another hospital. A MRI showed the patient suffered severe hypoxic brain injury, with the determination that there will be lasting neurological impairment. Studies have shown cardiovascular risk in adolescents with type I diabetes to be significantly increased due to continued exposure to hyperglycemia. Adc assessment of the information available at this time concludes that in the days prior to the patient experiencing cardiac arrest, the adc device (sensor) had provided proper notification of the patient's hyperglycemic state via high readings. While it was reported that there were issues with data upload, the care team not being unable to see the data in the management system does not preclude patient or caregiver from receiving readings, alarms, or notifications from the physical device and being able to monitor glucose levels. It is inconclusive if the failure to obtain blood ketone results for the day prior to the patient's cardiac arrest contributed to the patient's eventual outcome. However, it is the opinion of adc that proper and timely intervention upon notification of the patient's hyperglycemic state would decrease the probability of ketones and therefore the inability to monitor ketones for one day would not likely cause or contribute to the patient's cardiac event. Given the information presented at this time, it is inconclusive that an adc device or product led to or contributed to the patient's cardiac event and subsequent neurological impairment. Adc will continue attempts to obtain further information regarding this event, and when further information is obtained, a follow up will be sent.

Manufacturer narrative:
The most probable root causes associated with this failure mode are software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. The reported issue was investigated and attempted to be replicated using similar configurations. The reported issue was unable to be replicated and the system functioned as intended. The fsll app was able sync the insulin data via novopen echo plus and store it in the logbook. The app was also able to receive glucose data and manually enter the insulin data but not via insulin pump as it isn't an intended feature as per the app¿s design specification. There were no issues identified with the freestyle librelink app during replication that would have led to the reported issue. Therefore, the issue is not confirmed. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. A valid serial number was not provided for the reported reader. A tripped trend review was completed for the reported complaint and fs libre readers. There were no adverse trends that indicate any potential product related issues. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a declaration from mhra, in which a healthcare professional reported the following on behalf of a 14 year-old, type 1 diabetes patient: on (B)(6)2023, the patient was switched from a basal bolus regimen to insulin pump therapy. Between (B)(6) 2023 and (B)(6)2023, the patient's mother was in ongoing communication with their diabetes care team, reporting that the patient felt unwell with symptoms of gastroenteritis, vomiting, and inability to tolerate food or liquid. The care team had access to the adc device (sensor) data, which indicated that the patient was experiencing hyperglycemia (high blood glucose) at this time. However, it was reported that insulin pump data was unavailable, and that there was difficulties uploading both the insulin pump data and blood glucose data. It was not specified which data management system was in use. It was additionally reported that on the morning of 07 dec 2023, ketone monitoring ceased to work. Details regarding the specific product issue were not provided. It also cannot be confirmed at this time, from the information provided, that ketone monitoring was being performed on an adc device. The following morning on 08 dec 2023, it was advised by the diabetes care team that the patient be brought to the hospital. Upon entrance to the emergency department, the patient went into cardiac arrest and experienced 9 minutes of downtime. The patient was stabilized and transferred to adult itu (intensive therapy unit), prior to transfer to picu (pediatric intensive care unit) at another hospital. A MRI showed the patient suffered severe hypoxic brain injury, with the determination that there will be lasting neurological impairment. Studies have shown cardiovascular risk in adolescents with type I diabetes to be significantly increased due to continued exposure to hyperglycemia. Adc assessment of the information available at this time concludes that in the days prior to the patient experiencing cardiac arrest, the adc device (sensor) had provided proper notification of the patient's hyperglycemic state via high readings. While it was reported that there were issues with data upload, the care team not being unable to see the data in the management system does not preclude patient or caregiver from receiving readings, alarms, or notifications from the physical device and being able to monitor glucose levels. It is inconclusive if the failure to obtain blood ketone results for the day prior to the patient's cardiac arrest contributed to the patient's eventual outcome. However, it is the opinion of adc that proper and timely intervention upon notification of the patient's hyperglycemic state would decrease the probability of ketones and therefore the inability to monitor ketones for one day would not likely cause or contribute to the patient's cardiac event. Given the information presented at this time, it is inconclusive that an adc device or product led to or contributed to the patient's cardiac event and subsequent neurological impairment. Adc will continue attempts to obtain further information regarding this event, and when further information is obtained, a follow up will be sent.